Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead detected several episodes of noise and in all cases, the device started to charge before aborting. The patient will be scheduled for an rv lead replacement. Should additional information become available, this event will be updated.